Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of an infusion pump with damaged battery was confirmed by service. The cause of the reported condition was not determined. The pump was not repaired at this time and was returned to inventory. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. A service history review revealed that this device was previously serviced for the reported condition, damaged battery.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.